Event description:
Procedure: breast reduction. According to the reporter: the clip scissored, so the edges bent into the vessel, causing a lacerated right internal mammary artery. A different clip was required to control the bleeding.

Manufacturer narrative:
(B)(4).